Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for glass breakage was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples were returned in support of this complaint and the defect was not evident in the evaluation of the retained samples.

Event description:
It was reported that the glass of a bd vacutainer® citratetube broke. No injury or medical intervention reported.